Event description:
It was reported that during an unknown procedure, the tissue pad fell out. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 04/25/2008. Information is unavailable; device was not returned for evaluation.